Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated, but not yet begun.

Event description:
It has been reported to us that during the procedure, the occlusion balloon would not deflate. The physician inserted the occlusion balloon wire into the patient and inflated the occlusion balloon to occlude the vessel. The physician inserted predilation balloon and performed intervention and attempted to deflate the occlusion balloon; however, it would not deflate. The physician used the bail out method referenced in the instructions for use to deflate the occlusion balloon . The patient is reported to be fine.